Manufacturer narrative:
The pump was returned to animas for evaluation. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The complaint of short battery life could not be verified in the pump history and could not be duplicated during investigation. Evaluation found that the pump powered up properly. The pump was exercised for 24 hours with no issues. According to the black box, daily basal insulin delivery correctly reflect programmed basal rates except for three days when the user did not confirm empty cartridge or replace battery alarms. Basal delivery on those days was less than the programmed amounts. One of those alarms occurred on (B)(6) 2011 which was the day of the blood glucose excursion and could be one explanation of the hyperglycemia. During investigation, a display lens leak was observed. There was evidence of moisture ingress on the internal oled screen. Pump electrical current draws were tested and found to be within specifications. The complaint of power loss could not be verified or duplicated. It is likely that the pump display screen went blank but the pump maintained power.

Event description:
It was reported that the patient wore the pump while swimming about three weeks ago. The patient and her caregiver reported that the patient's blood glucose was 189 mg/dl prior to swimming and was 350 mg/dl when she got out of the pool. The patient said she was nausea and lethargic; she did not test for ketones; she did not seek medical intervention. The patient noted that she corrected via syringe and her blood glucose resolved to 220 mg/dl a short time later. The patient reported that the pump had no power issues prior to the swim but would not turn on afterwards. She reported that she allowed the pump to dry out for one day; the pump powered up and she began to use the pump the next day. She noted moisture behind the display and in the battery compartment and saw water dripping out of both areas. The patient denied corrosion in the battery compartment or cracks in the pump casing or display lens. She stated that the battery cap had not been replaced since (B)(6) 2008. She denied damage to the battery cap, she tightens battery cap until it meets resistance, the o-ring is not visible, and she uses a coin to tighten the battery cap. The patient reported that she changed the battery four times since the event. She confirmed that she uses energizer lithium ultimate battery. She stated that the last change was on (B)(6) 2011 after she received a low battery warning; the pump history did not show evidence of a low battery warning at the time.